Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was able to continue using it without further issues. The customer was instructed to call back if the malfunction code recurs, and they acknowledged and understood the instructions.